Event description:
It was reported that the customer has had issues opening the preloaded monofocal intraocular lens (iol), in particular not folding correctly during procedure. Patient status is unknown. Through follow up we learned that the surgeon had difficulty advancing the lens and once advanced, the lens looked odd. Further follow up revealed that there was no patient involvement with the device and no material was available for return as the device has already been discarded. No further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4). (General data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as the lens was not implanted. Section d6b - explant date: not applicable, as the lens was not implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it has been discarded. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.